Manufacturer narrative:
CAPA ca-00016. Manufacturer's internal reference number: (B)(4). This submission is linked to mw-3011649314-2024-00189.

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the DHR was reviewed for hahn tapered implant lot# 6104368 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Rdm 3-20-24; ts - 04/25/2024. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot# 6104368 and found no additional product in stock. Rdm 3-20-24; ts - 04/25/2024. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø 5.0 x 11.5 mm (70-1154-imp0016) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Implant is still attached to the abutment. Matter was observed in the threading of the implant. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Ts - 04/25/2024. Root cause: "failure to osseointegrate" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information patient has a history of periodontitis. Patient's oral hygiene is noted as fair. IFU-3027904 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-3027904 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-3027904 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-3027904 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." Rdm 3-20-24; ts - 04/24/2024. Correction: d1. Additional information: d9.

Manufacturer narrative:
The complaint device has been shipped out by the customer for analysis. Upon receiving the device an investigation will be conducted. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicated the product met release criteria. The probable or root cause of the event has not been identified. Manufacturer's internal reference number: (B)(4).

Event description:
A healthcare professional reported a hahn tapered implant failed to osseointegrate, it was noted during a progress check-up. Implant was placed on tooth number 30. It was reported that the following patient symptoms were observed: inflammation, infection, and granulation/fibrous tissue around the implant. The device was removed, and a grafting procedure was performed. Per the report, symptoms were resolved without permanent injury and the implant was not replaced. It was reported that the patient has a periodontitis condition and at the time of the surgical procedure the patient's bone quality was type ii and type iii with fair oral hygiene status.